Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study reporting that therapy was suspended on (B)(4) 2017. No further complications were reported.

Manufacturer narrative:
The date of the additional information received on was on 2017-07-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the charger malfunctioned. The event was related to the device or therapy, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study reporting that the patient had difficulty charging the device with the new charger on (B)(6) 2017. The burning was severe after trying to charge on (B)(6) 2017.. The ins pocket was revised on (B)(6) 2017. Tissue was removed to allow for easier charging. The outcome was reported as resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received via a manufacturer's representative (rep)regarding a patient with an implantable neurostimulator (ins). It was reported that the patient received their new recharger but was still having issues. Patient will be standing and get 8 bars, but when they sit down coupling goes from 4 to 2 to 0 and they are unable to maintain bars. It was reported that ins feels hot on the patient's skin and hot to touch. It was reported that the patient would go to bed with stimulation on and charge of 25-50% but when they wake up and interrogate the programmer it reads that the ins is off but ins isn't dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the clinical diagnosis was severe burning while charging the device. The etiology was related to the device or therapy, specifically the neurostimulator pocket, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-07-20 reporting that the patient and caregiver were re-educated on how to operate the charger including how to couple the charger with the neurostimulator. Patient and caregiver were re-educated on how to operate the patient programmer to prevent accidental shut off of the implantable neurostimulator. Patient and caregiver were pressing the therapy off button after interrogating the system to adjust therapy. This issue resolved. Patient still reported discomfort at incision site while recharging. Patient weight was unavailable. Additional information was received on 2017-08-03 from a manufacturer representative reporting that the patient had discomfort while charging. The patient felt the implantable neurostimulator (ins) and implantable neurostimulator recharger (insr) were burning them when recharging. Heat was felt at the pocket site but it also felt like the ins was burning them from the inside out. The burning sensation started about 45 minutes after cha rging and therefore the patient could not charge for long periods of time. The thermometer icon was not seen. The patient did not charge under blankets/ heavy clothes and had not noticed any movement of the ins. It was not loose in the pocket. The patient had previous been given the standard advice to avoid overheating while recharging and had previously received new charging equipment. The charging statistics were reviewed and looked normal with no indication that the charging stopped due to antenna temperature: typical duration- 0.9 hours typical interval - 2.7 days average coupling - 8 bars (B)(6)17 0.8 hours, 25% charged (B)(6)17 0.4 hours, 50% charged (B)(6)/17 0.8 hours, 75% charged (B)(6)17 1.1 hours, 75% charged (B)(6)/17 0.9 hours, 50% charged (B)(6)/17 2.4 hours, 75% charged. The issue had been going on for the last month with an off-handed comment stated that it had been going on since (B)(6)2017. No further complications were reported.